Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons were not responding. Customer stated it might have been exposed to sweat as she wears it in her bra. Blood glucose value was 88 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer stated she has another insulin pump and would be calling back to get assistance with programming it.